Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after the clip was deployed, it did not achieve hemostasis. The device was removed from the patient's anatomy and the clip was found at the distal end of the sheath with the locator wings retracted. Manual compression was applied for approximately 25 minutes to achieve hemostasis. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation of the device found it was returned fully clip-deployed and the sheath fully slit. The locator wings were slightly bent, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The returned condition indicated that the access ports and safety release feature were successfully utilized to facilitate device removal. Based on our investigation, the probable root cause for bent locator wings is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with device removal. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.